Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735339r, serial/lot#: unknown, ubd: , UDI#: ; product ID: 9735572, serial/lot#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the amber light on the camera was blinking and the system was not tracking the cranial reference frame or the passive planar probe. Troubleshooting was attempted by rebooting the system with no effect. The camera status was connected. Technical services (ts) had the company representative (rep) check the network device interface (ndi) toolbox, which showed the bump status was triggered. There were no other faults triggered in the ndi toolbox. There was no patient present and no delay.

Event description:
Additional troubleshooting information was received. It was reported that the rep entered the administrator application of the system workstation. Within the admin, they entered the ndi toolbox configuration utility and inspected the status of the camera. The hardware, configuration, and camera temperature statuses were good. A ¿fault¿, however, was triggered in the bump status indicator. This was in agreement with the amber error led which was on and visible on the front of the camera array.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.